Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids, hypertension, migraine, vaginal discharge, female sterilization, metaplasia and lower abdominal pain. Concurrent conditions included abdominal tenderness, dysmenorrhea, painful urination and cyst. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("rashes or skin conditions type: hives"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain") and pain in extremity ("upper leg pain"). The patient was treated with antibiotics and surgery (total hysterectomy (uterus and cervix removed hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, urticaria, migraine, headache, dyspareunia, vaginal discharge, abdominal pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, dyspareunia, headache, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract infection, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery discrepancy in insertion date: (B)(6) 2008 (per summon) and ((B)(6) 2009 & (B)(6) 2009 per pfs) date of removal: (B)(6) 2017, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs&mr received:- reporter information was added new event was added uti, hives, migraines, headaches, dyspareunia (painful sexual intercourse), vaginal discharge, abdominal pain, upper leg pain. Severity added abdominal pain, upper leg pain, pelvic pain female. Treatment drug and medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids, hypertension, migraine, vaginal discharge, female sterilization, metaplasia and lower abdominal pain. Concurrent conditions included abdominal tenderness, dysmenorrhea, painful urination and cyst. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("rashes or skin conditions type: hives"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain") and pain in extremity ("upper leg pain"). The patient was treated with antibiotics and surgery (total hysterectomy (uterus and cervix removed hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, urinary tract infection, urticaria, migraine, headache, dyspareunia, vaginal discharge, abdominal pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract infection, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery discrepancy in insertion date: (B)(6) 2008 (per summon) and ((B)(6) 2009 per pfs) date of removal: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received. Event gen. Abnorm. Bleed was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.